Manufacturer narrative:
Reliability analysis inspected 7 opened/used enlite sensors and performed visual inspection and found 2 of 7 sensors had a broken cannula with the broken parts missing. It could not be confirmed if the customer received the sensors in said condition due to the customer returning opened/used products. The bicarbonate buffer test per dop114-830 was performed on the 5 remaining sensors and they passed per specification with accurate readings.

Event description:
The customer reported via phone call that she received a lost sensor alert on two different sensors, and when she removed the sensors the cannula was missing in each instance. The customer had gone through 7 sensors until one of them finally functioned properly. The seven sensors were returned for analysis.